Event description:
During the device evaluation, it was observed that the colonovideoscope exhibited foreign objects in the air/ water cylinder, foreign objects in the air/ water tube and foreign objects in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign objects in the air/ water cylinder, foreign objects in the air/ water tube and foreign objects in the jet tube. In addition, the air/water cylinder had no color, the suction cylinder had no color, due to a chip on objective lens, the image had a partially dark area, due to wear of angle wire, the play of up/down knob is out of the standard value, the light guide lens had a crack, the adhesive on the bending section cover had a crack, the connecting tube had a scratch and the lens was cloudy. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.